Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 150 mcg/ml clonidine at 55 mcg/day and 7.5 mg/ml bupivacaine at 2.75 mg/day via an implantable pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient went to the hcp's office for a regularly scheduled refill on (B)(6) 2016. When the nurse interrogated the pump, they got a message that a pump motor stall occurred on (B)(6) 2016 and a stopped pump may exceed tube set message was seen. Drug was aspirated from the reservoir and more than the expected volume was withdrawn. The pump was refilled and programming was updated. It was stated that the patient had attended a music concert on the day the pump stalled and was made to go through the metal detector even though she showed her implant card. The patient had noticed some loss of therapy and increased pain starting "two weeks ago", but not enough to cause her great distress. Once the pump was refilled, they were able to update the pump with no problems. It was determined the pump would be replaced on (B)(6) 2016 since it was only 13 months from end of service. It was noted that the patient did not have an MRI recently. The patient was reported to be "alive - no injury".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 150 mcg/ml clonidine at 55 mcg/day and 7.5 mg/ml bupivacaine at 2.75 mg/day via an implantable pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient went to the hcp's office for a regularly scheduled refill on (B)(6) 2016. When the nurse interrogated the pump, they got a message that a pump motor stall occurred on (B)(6) 2016 and a stopped pump may exceed tube set message was seen. Drug was aspirated from the reservoir and more than the expected volume was withdrawn. The pump was refilled and programming was updated. It was stated that the patient had attended a music concert on the day the pump stalled and was made to go through the metal detector even though she showed her implant card. The patient had noticed some loss of therapy and increased pain starting "two weeks ago", but not enough to cause her great distress. Once the pump was refilled, they were able to update the pump with no problems. It was determined the pump would be replaced on (B)(6) 2016 since it was only 13 months from end of service. It was noted that the patient did not have an MRI recently. The patient was reported to be "alive - no injury". It was later reported that the pump was replaced and the catheter was patent "no change". The pump was being sent to the manufacturer for analysis. The patient had been feeling some elevation in pain, but no withdrawals. After the refill on (B)(6) 2016, the patient had stated her pain had decreased. The reservoir volume of the pump was noted to be 18.4 ml, 1.6 ml less than the 20 ml refilled, and it was noted that it appeared the pump delivery of medication in the last 8 days was normal.

Manufacturer narrative:
Anomalies (root cause for motor stalls) found during destructive analysis; analysis of the pump revealed a gear train anomalies of corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.